Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the right coronary artery (rca). The bmw universal ii guide wire (gw) was advanced however it stuck with the balloon catheter and failed to advance. The gw was pulled back and reinserted; however again the gw failed to cross the lesion. The polymer coating was noted to be damaged. The gw was removed and the procedure continued with another one. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon catheter encountered resistance during advancement and removal over the guide wire. Factors that may contribute to difficulty removing/advancing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the balloon catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the balloon catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal and advancement. Additionally, it is possible that manipulation of the guide wire, when resistance was met, may have damaged the wire and contributed to the reported irregular texture; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 medical device problem code 2976 removed, medical device problem code 1506 added.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the right coronary artery (rca). The bmw universal ii guide wire (gw) was advanced however it stuck with the balloon catheter and failed to advance. The gw was pulled back and reinserted; however again the gw failed to cross the lesion. The polymer coating was noted to be uneven. The gw was removed and the procedure continued with another one. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.